Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. The circuit board power button had a short circuit which results in the device powering on and off by itself. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the device will turn off and on by itself. No consequences or impact to patient were reported.